Event description:
The facility returned the device for service. During service the baxter repair technician noted a defective user interface module printed circuit board. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 07, 2007. Evaluation summary:during product evaluation, a defective user interface module printed circuit board was observed. Fail code 703 in the event history confirms the defective user interface module. This fail code is manifested as a result of the user interface module being defective. The user interface module was replaced. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.